Manufacturer narrative:
Correction: section h4: the manufacturing date reported in the initial report was incorrect. The correct manufacturing date is 3/8/2001. Additional information: an operative report was received indicating that the patient's lasik procedure was completed at a later date once the laser was repaired. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Based on the investigation results there is no indication of a product quality deficiency. Johnson & johnson surgical vision will continue to monitor this type of complaint. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Age or date of birth, weight, ethnicity - unknown, not provided. First name is unknown, not provided. The system was evaluated by a field service engineer (fse) who observed issues with fluence settings. A printed circuit board (pcb), patient energy detector and optical lenses were replaced; and power detectors calibrated. Total delivery alignment was performed and fse reviewed calibration lenses with physician. It was discovered that site physicians routinely attempted to clean saline debris from the mirror 3 optic. The practice was advised against and a shield to protect while performing a saline rinse was installed. The system met manufacturer specifications at the conclusion of service. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Procedure interruption during laser firing; surgery not able be completed in same the visit was reported. A brief description from the surgery center indicated that during the lasik procedure on (B)(6) 2021, the treatment was interrupted by hardware failure when an optical transmission error occurred. The surgeon could not complete the treatment on the left eye (os). No patient injury reported.